Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found damaged before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the catheter was damaged before use. The catheter was found to be ripped when checked before use.".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated with additional information: d4. Medical device lot #: 2297769. D4. Medical device expiration date: 30 sep 2025. D10. Device available for evaluation? Yes, 22 may 2023. H4. Device manufacture date: 26 oct 2022 . H.6 investigation summary bd received an unsealed 22 gauge insyte autoguard unit from lot 2297769 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the bottom of the adapter was cracked and bent. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused during the assembly process.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found damaged before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the catheter was damaged before use. The catheter was found to be ripped when checked before use."